Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4), low test results; (B)(4), no known impact or consequence to patient.

Manufacturer narrative:
Further investigation of the customer issue included reviewing the submitted data, complaint records and historical data for this product and product labeling. Review of the complaint records and historical data for the cd ruby instrument found this occurrence is low and we were not able to identify a product issue related to the complaint. Based on the submitted data, the low platelet (plt) result may be due to the run being on the edge of the default threshold condition for plt. There was a probability that the plt were too few, or less than the minimum limit and the software is unable to generate an accurate plt classification. Due to limited available data, the probability of too few plt cannot be confirmed or eliminated. There was no upper or lower interference detected; therefore, no flagging was displayed. Labeling was reviewed and the cd ruby operator's manual, section 7, pages 9-11, covers interfering substances and conditions which could affect sample processing and generated results and was found to be adequate. In this case, the pathology of the sample challenged the technological limitations of the cd ruby instrument. The complaint issue is covered in the product labeling and the cd ruby was performing as designed. No product deficiency was identified.

Event description:
(B)(4) the customer observed discrepant platelet results for one patient on the cell-dyn ruby. The following results were provided: initial 3.64, repeat 50.5 k/ul. No adverse impact to patient management was reported. The customer performed a precision study on whole blood and all results were within normal ranges. Abbott customer service checked threshold settings in setpoints and all are as expected. Abbott customer service is going to visit the customer site as there is a possible issue with laser alignment or partial restriction at flowcell.